Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a combination of failed shocks and some successful shocks. More shocks were needed to convert the arrhythmia. A new lead was implanted at the same surgical intervention. This new lead successfully converted the arrhythmia when on defibrillation threshold (dft) test. No additional adverse patient effects were reported.